Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the electrode belt was unable to run detect and treat testing. The trunk cable pins were dmaged causing the faults. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.